Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. An initial evaluation could not confirm or replicate the reported complaint. An engineering investigation will be performed. If further information becomes available, a supplemental report will be submitted. Resmed reference#: case(B)(4).